Event description:
The pump and proximal portion of the catheter were explanted due to infection (specific infection symptoms not reported). Cultures were pending. The distal catheter was tied off and remained in place. The pt outcome was 'no injury', recovered without sequela. The pump was used to administer bupivacaine and dilaudid. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Results of final device analysis revealed no anomaly found - normal device function.